Event description:
The customer stated that he was the driver in a car accident due to his diabetes. He hit a telephone pole. When the paramedics arrived they informed him that his blood glucose level was 35 mg/dl. They treated him with a glucagon tab. The customer stated that he checked his blood glucose levels before he left his house and they were normal. He ate something 2 hours prior to his accident and doesn't know why his blood glucose level was so low. The customer believes the cause that his blood glucose levels dropped so low was because of the difference between the one hour glucose and the sensor reading. During troubleshooting, the insulin pump passed the displacement test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.